Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B)(6) female patient who received super poligrip original denture adhesive cream (B)(4) for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date, the patient started super poligrip original. At an unknown time after starting super poligrip original, the patient experienced neuropathy, ankle swelling and swelling of legs. This case was assessed as medically serious by gsk. Treatment with super poligrip original was continued. At the time of reporting, the events were unresolved. The patient is concerned with zinc poisoning and is going to see her doctor. Super poligrip original is manufactured in (B)(4). The lot number for this product is available; however, it is unknown whether the product will be returned for quality assurance testing. (B)(6).